Manufacturer narrative:
Use error was determined to be the cause of the loss of prime issue. The device has not been requested for return to animas.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient had a hyperglycemic event while on the pump. The reporter stated that the patient had blood glucose readings over 600 mg/dl with polydypsia. The patient had remained on the pump at the time of the call. The patient did not receive treatment above and beyond the normal course of diabetes management at the hospital. During troubleshooting with customer technical support, it was determined that the patient was not using the cartridge according to the instructions-for-use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy and use error could not be ruled out as a cause or contributor.